Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. The patient also reported discomfort at the ipg site, attributed to device migration. Postoperatively, the patient is doing well and has reported significant pain relief. The explanted device was disposed of in accordance with facility protocols and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.